Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed that the secondary motor cam follower was out of bottom dead center (bcd) position, indicating that the driver was operating on the secondary motor. The driver's alarm history was reviewed and revealed an alarm code correlating with a bdc timeout, which was likely the alarm experienced by the customer. The customer-reported fault alarm was confirmed and reproduced during functional testing as the driver alarmed upon startup, as designed, as a result of secondary motor operation. The root cause of the driver operating on the secondary motor, and exhibiting an alarm, was determined to be a malfunction of the main printed circuit board assembly (pcba) which failed to operate the primary motor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.